Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's husband that the customer experienced high blood glucose. The customer was hospitalized and had ketones. The customer was taken off the insulin pump in the hospital and was able to regulate her blood glucose. The customer had a spinal epidural and a steroid shot, blood glucose spiked up and they understand that. The customer's blood glucose was 600mg/dl. Customer's current blood glucose was 175mg/dl. Customer's blood glucose ranged between 350mg/dl-455mg/dl. The customer was hospitalized due to no ketones and dehydration. The customer treated with shots and a bag of saline. Customer reported insulin excited at the quick release. The device passed the high pressure test. The customer was advised the device was working properly and to follow up with her health care provider regarding high blood glucose.